Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No low battery alarms noted. Unit passed selftest, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to a faulty sensor resistor. No alarms. Unit alarmed after battery change due to faulty board. Unit received with cracked belt clip slot and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 172 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.